Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, the operator had a non-specific issue while deploying three proglide devices. Although hemostasis was subsequently achieved, the method used was not specified. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices, were filed under separate medwatch manufacturer reports.